Event description:
It was reported that during an unk procedure, the device gave three good formed clips on the artery and two on the ductus. After that, they tried to clip the ductus proximal but the device would not open. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.